Manufacturer narrative:
Conclusion: manufacturer¿s investigation is still ongoing; if additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Follow-up submitted as the initial report of bed exit malfunction was incorrect. Preventative maintenance was performed and no defect was found.

Event description:
It was reported by repair work order that the bed exit was not functional. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was incorrectly reported by that the bed exit was not functional.